Event description:
It was reported that the surgeon was attempting to insert a cq2015 three piece collamer lens and the haptic was bent while advancing in the injection system. There was no patient contact.

Manufacturer narrative:
Visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.